Event description:
Additional information was received. It was reported that the pump and catheter had been removed without issue.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
It was reported that the pump had been acting up for many months. In addition, the catheter was broken and was putting morphine into the patient¿s tissue instead of her spine. It was indicated that the patient spent a month going through withdrawal and, while in withdrawal, had lost her memory a couple of times. The patient was having her pump explanted and did not want another pump implanted. The reporter stated that there was morphine in the pump, though she didn¿t know if there was medication in the pump at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2015-08-26. The pump was explanted in (B)(6) 2012 because the pump broke.